Manufacturer narrative:
This product contains multiple medical device types and common device names. The information for the additional medical device type and common device name. Is as follows: medical device type: fpa. Common device name: intravascular administration set. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set was missing information related to lot number and expiration date. No serious injury or medical intervention reported.